Event description:
During a tooth extraction surgery the hall micro 100 drill with bur guard was not functioning properly. The bur would not seat snugly in the handpiece causing a lot of unnecessary movement. Another handpiece was obtained which appeared to work properly. No clinical consequences. No harm to patient. Central sterile asked to notify company rep of product availability.